Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: smooth opening on posterior. Based on the device analysis the final assessment is: a smooth opening on posterior (patch/shell bond edge) assessed as smooth opening.

Event description:
Healthcare professional reported "right silicone rupture was encountered" during replacement surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right silicone rupture was encountered" during replacement surgery. Device has been explanted and replaced.